Event description:
Same case as MFR ID # 2134265-2012-01300. Same case as MFR ID # 2134265-2012-01301. It was reported that following a percutaneous transluminal coronary angioplasty, sub-acute thrombosis and patient death occurred. The 90% stenosed lesion was located in the proximal left circumflex (lcx) artery. The lesion was pre-dilated with a 2.0x12mm maverick balloon at 12 atms for 26 seconds. The 3.0x28mm taxus liberte stent was then deployed at 12 atms for 16 seconds and post dilation with a 3.0x10 non-bsc balloon at 12 atms for 6 seconds. A second lesion was located in the 90% stenosed ostioproximal to distal left anterior descending (lad) artery. The lesion was predilated with a 2.0x12mm maverick balloon 2 inflations to 8 atms for 8 seconds and a third inflation to 14 atms for 12 seconds. The distal lad was stented with a 2.5x16mm taxus liberte stent at 10 atms for 20 seconds. The proximal lad was stented with a 2.75x38mm taxus liberte stent at 8 atms for 20 seconds. The implanted stents were post dilated with a 2.75x15mm non-bsc balloon with a maximum pressure of 20 atms. Procedure was completed with a good result and timi 3 flow. Patient was discharged 4 days after initial procedure; physician later heard that the patient had mild chest pain followed by a sudden collapse. Patient expired due to sub-acute thrombosis.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).